Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with approximately 180 units of insulin during the load sequence. There was no adverse effect to the customer' s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.